Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief, breaking the j501 component off the board. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.